Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricle (rv) lead helix was failing to extend and failing to retract. The rv lead was dislodged. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The event reported involved lead dislodgement and a helix mechanism malfunction. The entire lead was retrieved intact. The helix mechanism issue was verified upon examination. A visual check revealed the helix partially protruded, marked by blood traces. An x-ray examination indicated that the inner coil was excessively twisted at the connector area, suggesting procedural damage. After being cut, cleaned, and directly torqued, the helix could extend and retract. The full extension of the helix was within the product's specifications. Electrical tests showed no signs of conductor breaks or internal short circuits. The helix mechanism problem was attributed to the presence of blood/tissue in the helix area and the excessive twisting of the inner coil.